Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open lung resection by thoracic surgery, while closing the vessels, the surgeon was unable to perform a full and complete squeeze of the handle. The procedure was completed with another device. There was no patient injury.